Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. Concomitant products: product: carto® 3 system; us catalog: fg540000; serial # (B)(4). Product: stockert 70 rf generator; us catalog: s7001; serial # unknown. Product: coolflow® irrigation pump; us catalog: cfp002; serial # unknown. Product: lasso nav eco catheter; us catalog # unknown; lot # unknown. Product: sterilmed acunav (distributed), us catalog # unknown, lot # unknown. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a thermocool smart touch electrophysiology catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. During procedure, a pericardial effusion was noticed as the patient¿s blood pressure dropped. The pericardial effusion was confirmed by ice. The patient required pericardiocentesis; the volume of fluid removed is unknown. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is uncertain as to what may have caused it. The physician did not felt that bwi product (smarttouch catheter) may contribute it. The physician assumes this event occurred during ablation stage. Settings during the event include: power mode at 40 watts and 35 watts posterior, temperature 35 degrees (average) and flow rate at 30 mil/sec. The needle used was a non bwi product (baylis) and the patient received anticoagulation the bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. Then, the catheter was evaluated for carto 3, screening and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. The force feature was working properly. The sensor resistance values were found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Event description:
It was reported that a patient, (B)(6) male, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. During procedure, a pericardial effusion was noticed as the patient¿s blood pressure dropped. The pericardial effusion was confirmed by ice. The patient required pericardiocentesis; the volume of fluid removed is unknown. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is uncertain as to what may have caused it. The physician did not felt that bwi product (smarttouch catheter) may contributed it. The physician assumes this event occurred during ablation stage. Settings during the event include: power mode at 40 watts and 35 watts posterior, temperature 35 degrees (average) and flow rate at 30 mil/sec. The needle used was a non bwi product (baylis) and the patient received anticoagulation.